Event description:
It was reported that an ilet user experienced alert 36 indicating an invalid hall sensor state, with the device displaying glucose values but not delivering insulin, and the issue persisted despite multiple restarts. Symptoms included hyperglycemia with a peak glucose of 225 mg/dl and elevated glucose for about an hour, without clinical sequelae. Outcomes included temporary interruption of automated insulin delivery and transition to back-up subcutaneous insulin per guidance, without medical intervention, hospitalization, or assistance. Investigation included complaint intake and receipt and inspection of the returned device. Investigation of this case revealed a suspected internal sensor malfunction consistent with an invalid hall sensor state affecting insulin delivery control. It was concluded that the cause was a device malfunction related to the insulin delivery sensing mechanism.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.